Event description:
The customer observed a falsely elevated alinity I free t4 result for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 2.67 ng/dl repeat on same alinity = 1.48 repeat on another alinity = 1.57. Reference range = 0.6-1.8 ng/dl no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 2.67 ng/dl repeat on same alinity = 1.48 repeat on another alinity = 1.57 reference range = 0.6-1.8 ng/dl no impact to patient management was reported

Manufacturer narrative:
Section h6 adverse event problem investigation findings corrected to c07 cause traced to component failure.

Manufacturer narrative:
The abbott field service representative (fsr) inspected the module and found the wash zone probe (08c94-36) was dirty. Service replaced and calibrated the part resolving the issue. The wash zone probe (08c94-36) was determined to be the likely cause. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity I processing module, serial number (B)(6) or the wash zone probe (08c94-36) was identified.

Event description:
The customer observed a falsely elevated alinity I free t4 result for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) initial result = 2.67 ng/dl repeat on same alinity = 1.48 repeat on another alinity = 1.57. Reference range = 0.6-1.8 ng/dl no impact to patient management was reported.